Event description:
It was reported that the sample (B)(6), from "(B)(6) was tested with serology. Test result was negative (lub-), which contrasted with molecular typing performed on (B)(6) 2023, using the ID core xt assay which provided a positive result (lub+) with ID core xt analysis software v3.0.2.